Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient underwent a breast augmentation revision with a 355cc mentor memorygel xtra breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2026, and replaced with a mentor breast prosthesis.